Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was a small hole in the outer packaging at one end. An insect was observed inside the inner packaging, between the outer packaging and the inner blue packaging.